Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of instability. Customer care recommended that the user perform a sensor re-link to allow the system to re-initialize and converge faster. After the re-link, the system began to show improvement with better agreement in bg and sg values. Per dms review, the system is in use with up-to-date information.

Event description:
On march 02 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.